Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying the initializing detector error message which was able to be cleared after three to four reboots. 2d scout shots were then able to be taken using the handswitch but a 3d spin was not able to be taken. The system made clunking noises and was jolting upon boot up. The use of navigation was aborted and there was no patient impact. Additional information was received from a manufacturing representative (rep) indicating that a 3d spin was eventually able to be taken but the handswitch input was delayed requiring the button to be held down longer than expected prior to a spin being taken. The footswitch was not responsive when it was switched for the handswitch. The green lighyt on the mobile viewing station (mvs) would display, however, would not turn yellow when the footswitch was pressed and system would not expose. The rep was then unable to switch between 2d and 3d mode on the pendant, but could change the dosage without issue. The rep then rebooted the system with no impact. The handswitch and footswitch would not respond.

Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: bi71000444. A medtronic representative went to the site to test the equipment. The rotor controller was replaced and the issue was resolved. A system checkout was performed and the system is working as intended. Evaluation codes that apply to this testing: b01, c0201, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.